Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the system controller and user interface pcb assemblies and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would not complete the boot-up cycle.